Event description:
Study report. Device malfunction: none. Symptoms/ae: aphasia/right-sided weakness. Time of symptoms: during procedure. It was reported that during a left internal carotid artery stenting procedure, immediately after placement of the stent, the internal carotid artery had a significant spasm with aphasia and right-sided weakness. Intra carotid nitroglycerine was administered. The event resolved prior to the subject leaving the cath suite. The patient was discharged to home, the day after the procedure. Per abbott vascular solutions medical advisors, this event was adjudicated a minor ischemic ipsilateral stroke. There is no additional information available.

Manufacturer narrative:
The xact stent was referenced and was filed under MFR# 9616695-2007-00105.